Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening approximately fifteen (15) months post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented all poly patella 32mm catalog #: 42540000032 lot #: 65270950, persona posterior stabilized narrow cemented femoral component left size 8 catalog #: 42500006401 lot #: 65130927, persona posterior stabilized articular surface left 11mm catalog #: 42511400511 lot #: 65066849, biomet bc r 1x40 us catalog #: 110035368 lot #: az44ak0204. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b5, b7, g3, g6, h2, h6, h10.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening and pain approximately fifteen (15) months post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted that the patient was being revised to address pain and tibial loosening. During the procedure, the tibia was found to be grossly loose, had subsided into the bone medially and was removed easily. The femoral component was well-fixed and remained implanted. No intraoperative complications were noted. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Medical records provided were reviewed and confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.